Event description:
It was reported that prior to a myomectomy procedure there was an error code 5 instrument. They used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may have increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the manufacturing process.